Event description:
On (B)(6) 2013: an (B)(6) year old male pt underwent the right internal iliac artery aneurysm repair. The physician placed a zenith flex main body stent graft, two iliac leg grafts in the right and an iliac leg graft in the left. A body extension was placed in the left common iliac artery due to it's large diameter. At the end, endoleak was confirmed but the physician determined was type ii and completed the procedure. On (B)(6) 2013: follow-up CT was performed. On (B)(6) 2013: the physician told a sales rep that he now suspects the endoleak was type iii from near the bifurcation. The pt is being followed carefully. The pt does not show any problematic symptom as of today.

Manufacturer narrative:
Pt code: no pt injury has been provided yet bet physician is following pt. Device code: endoleaks are labeled in the IFU. Event evaluation: still under investigation.